Event description:
It was reported that there were issues with the pump not charging properly. There was no reported adverse impact to the customer. New charging supplies were sent to the customer and the customer planned to revert to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.